Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was diminished sensing of the r waves and an increase in right ventricular (rv) lead thresholds. The rv lead is still in use. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) artifact on the atrial channel that aligns with ventricular sensed events. The ra lead remains in use. No patient complications have been reported as a result of this event.